Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 5 false negative results. Unknown whether result was for flu or sars. The customer communicated the results were confirmed positive by molecular (pcr testing).